Manufacturer narrative:
The reported event for high impedance was not confirmed. As received, the octrode lead passed electrical testing. No root cause was identified for the reported issue.

Manufacturer narrative:
Date of event - date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 1627487-2021-00627. It was reported that patient experienced ineffective stimulation due to high impedance issue observed on both leads. Both leads were explanted, and new leads were implanted. There were no complications during the procedure. Patient was stable.